Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed but that he is legally blind and was unable to see what the alarm was. The blood glucose reading was 80 mg/dl. The customer was advised to discontinue the insulin pump and monitor the blood glucose.